Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device experienced "heat and could not secure attachment". The device was not being used during surgery. It is unknown if any injury or medical intervention were reported. There was no add'l info provided.